Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed the converter charge up time requirement of the pulse test. The cause for the failed charge up time was a defective u1 switching regulator. The root cause of the defective switching regulator could not be positively identified. After replacing u1 the monitor passed the pulse test. No adverse event resulted from the defective u1 switching regulator. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.